Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately high. The complaint was classified based on consumer care advocate (cca) documentation because, the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt provided the following info to the cca: he obtained a reading of 229 mg/dl on the subject meter at 8:40 am. He was unable/unwilling to state what action(s) he took regarding his diabetes management as a result of the issue. Two hours after the product issue first occurred, the pt was reportedly lethargic, tense, nervous, nauseated, felt faint, had a pounding heart and ringing in his ears. No reading taken on the subject meter while the pt was symptomatic was provided. The pt was unable/unwilling to answer whether he was tested with another device. A health care professional (hcp) treated the pt with food and/or drink 2 days prior at an unk time. The cca documented that the pt described following correct testing technique. The pt's products were replaced. This complaint is reported because, the pt alleges he received an inaccurately high reading on the lfs meter and afterward, an hcp treated him with food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.